Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer believes they've developed scar tissue causing their sensor glucose to be erratic. The customer believes the sensor glucose versus blood glucose differences caused the wrong amounts of insulin to be delivered in auto mode. The customer does not allege pump over delivery. The insulin pump will not be returned for analysis.